Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient complained of tenderness at the pocket site. It was determined the ipg moved medially in the pocket. Surgical intervention may take place to address the issue.

Event description:
It was reported the patient¿s ipg pocket was revised on (B)(6) 2017 which resolved the patient's issue. No product was explanted or implanted.